Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had several no delivery alarms since (B)(6) 2014. Customer's blood glucose level was 403 mg/dl. Customer stated that she treated with a bolus. Customer stated that her blood glucose levels are high because she went from 12:03 am until getting up to address the no delivery alarm. Customer reported that the alarm was resolved by an infusion set change. Customer was unable to troubleshoot because she changed her set before calling. Customer does not want to return the set or reservoir for analysis. Customer stated that the pump is taking a longer time to prime, but she is seeing the drops at the end of the tubing. Customer is not getting any alarms. There are no issues with the pump. No additional information provided.